Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer performed a supply change to resolve the occlusion. During the supply change, it was reported that the infusion set would not connect with the cartridge patient line. As the customer had attempted to use two different infusion sets, tandem technical support advised the customer to try a different cartridge. The customer stated they would load a different cartridge and declined a follow-up call to ensure that their issue was resolved. The customer's blood glucose (bg) level was in the 300's mg/dl and a manual injection was administered to address the bg level. A follow-up call to ensure their bg level decreased was declined.